Event description:
Collimator loses calibration and will not auto collimate. This is a recurring problem, requires collimator reboot.

Event description:
Collimator loses calibration and will not auto collimate. This is a recurring problem, requires collimator reboot.